Event description:
The pt experienced increased pain. The catheter was found to be displaced from the intrathecal space. The pt was scheduled for a revision. The device system was used to deliver morphine sulfate and bupivacaine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.